Manufacturer narrative:
One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found overall good condition. The event log confirmed the error code 46440 and the issue was duplicated. The dso sensor was replaced followed by functional and accuracy testing.

Event description:
It was reported that device displayed "error code 46440, pharmguard poc - software issue." There was no patient involvement.